Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the right ventricular lead (rv) exhibited noise over-sensing. The patient was having syncopal, dizziness and breathless events. The right ventricular lead was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2024.